Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for the inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited no image comes from high-definition multimedia interface (hdmi) port. The issue occurred during maintenance and there were no reports of patient involvement.